Manufacturer narrative:
This report is a response to medwatch report mw5080081. A manufacturing record evaluation (mre) was performed, and no anomalies were found in relation with this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specifications and procedures. As such, this complaint will be closed. Manufacturer's reference number: (B)(4).

Event description:
On 09/10/2018 an unknown reporter submitted a voluntary report to the FDA (mw5080081) regarding an adverse event that occurred post-surgery. According to the reporter, the event occurred on (B)(6) 2018, which was about 1.5 weeks after the operation. The report states that the patient had drainage from the incision site. The patient was treated with antibiotics due to a wound infection. The reporter does not indicate if a culture was performed. Proximate concepts performed a manufacturing record evaluation (mre) on the lot of inplant funnels provided in the original medwatch report. The mre concluded that all inplant funnels in lot 042018 were manufactured in accordance with documented specifications and procedures. As a result of proximate concepts' investigation, the cause of the adverse event cannot be traced back to the inplant funnel. As such, this complaint will be closed. Manufacturer's reference number: (B)(4).